Event description:
Dealer states the cord is defective. When the consumer swings the joystick out it cuts out. When brought back in, it comes on again. This was just replaced under the recall in (B)(6) 2013. There was nothing wrong with her chair before that.